Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with 99% stenosis, pre-dilatation was performed with a non-abbott balloon and a non-abbott stent was implanted. A 4.0x12 nc voyager dilatation catheter was advanced without resistance and inflated twice for post-dilatation at 18 atmospheres. During the third inflation for post-dilatation, the balloon ruptured at 18 atmospheres. The dilatation catheter was removed without resistance and the balloon of the non-abbott stent was used for final post-dilatation to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, guide catheter: camino jr4, stent: promus element 3.5x24. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.